Event description:
It was reported that the device's adult hard paddle plate came off. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control provided customer with the part number for a replacement set of hard paddles. The customer later confirmed that the paddles have been replaced. The faulty hard paddles will not be returned to physio-control for evaluation, as they have been scrapped by the customer. The root cause of the reported failure could not be determined.